Manufacturer narrative:
General information: we received a complaint from the methodist outpatient center, houston, regarding vega components. There are no devices available for investigation. We did not know exactly the reference code, as well as the batch number of the leading and involved components . There are no x-ray figures available. Consequences for the patient: post-operative medical intervention was necessary - revision surgery. Investigation: no product at hand - therefore an investigation is not possible. Batch history review: a review of the device quality and manufacturing history records is not possible because the material number as well as the batch number is unknown. Nx053z - 52227922. Nx121 - 52227504. Nx043 - 52219067. Nn261z - 52239592 . Conclusion and root cause: based on the information available it is not possible to determine a possible root cause for the failure. Rationale: in the light of the little information received and due the circumstance that we did not received the complained devices it is not possible to determine a root cause for the mentioned failure. Corrective action: product safety case was opened. Any action regarding CAPA will be addressed with this case.

Event description:
No updates.

Manufacturer narrative:
Manufacturing site evaluation: additional information / investigation results will be provided in a supplemental report, if available.

Event description:
It was reported that there was an issue with vega knee system. According to the customer description: the patient was originally implanted with vega components on (B)(6) 2016. Postoperatively, the patient complained of pain and had difficulty walking. As a result of "loosening of the implant", a revision was scheduled. A revision surgery occurred on (B)(6) 2017. However, it was not specified which components were replaced/removed during the revision. Patient outcome was unknown. All available information has been provided at this time; if additional information becomes available the complaint will be updated accordingly. The adverse event is filed under (B)(4). The following products were listed in the patient's medical records: primary surgery: nx053z (ps tibia cemented t2); 52227922, nx121 (ps pe insert t2/t2+, 12mm); 52227504, nx043 (universal patella p3); 52219067, nn261z (tibial obturator d12mm, l7mm); 52239592, femoral component unknown; 52241245. Cement: zimmer palacos cement.